Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking powerpicc solo valve is confirmed and was determined to be use-related. One 4 fr s/l powerpicc solo was returned for evaluation. An initial visual observation showed blood use residues throughout the returned catheter. A functional test of infusing and aspirating water through the solo valve revealed the catheter was patent to infusion and aspiration. A functional test of charging the catheter with water and suspending the catheter by the distal end revealed the solo valve to leak water during its suspension. The luer of the solo valve was subsequently cut just proximal of the valve to observe the valve more thoroughly under the microscope. A microscopic observation revealed a blood product occlusion inside the solo valve. The blood appeared to keep the valve open. An attempt to wipe the blood away revealed each of the valves were held open by the dried blood further inside the catheter. The valves did not appear to be damaged. Because blood residues appeared to be keeping the valves open, the complaint of a leaking solo valve is confirmed and was determined to be use-related. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported spontaneous reflux of PICC line valve. PICC line lot rehp3693 placed on (B)(6) 2023 via right basilic vein, placement was uneventful. Thereafter, there was nothing particular to note either about recent events or the condition of the dressing. However, a valve leak necessitated changing the PICC. Action taken: change of PICC on 29/11 for batch rehu1028. No other information was provided.

Event description:
It was reported spontaneous reflux of PICC line valve. PICC line lot rehp3693 placed on (B)(6) 2023 via right basilic vein, placement was uneventful. Thereafter, there was nothing particular to note either about recent events or the condition of the dressing. However, a valve leak necessitated changing the PICC. Action taken: change of PICC on (B)(6) for batch rehu1028. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned.